Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no further complaints associated with the given lot. The concerned samples were not available to be returned to the manufacturing site for evaluation and no further details about the case were provided. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. The samples was not received at the manufacturing site which is why the root cause for the customer complaint issue cannot be determined. The exact root cause for the customers reported event is unknown. Therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the two ophthalmic scissors were unable to pass through the trocar into the patient's eye, and the scissors would not close even after recalibration. Procedure details and patient impact have not been provided. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).